Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose. The customer's blood glucose was 1 mmol/l, 8.9 mmol/l. There was sensor updating, calibration not accepted and change sensor alert. The customer was not want to continue troubleshooting. The device will not be returned for analysis. Unomedical set, frn-unknown-rsvr.